Event description:
It was reported that the signal artifact monitor of the pacemaker disabled the minute ventilation (mv) sensor due to sensing of noise (possibly electromagnetic interference). Technical services discussed that the rate response will only be provided by the accelerometer input until the mv sensor is re-enabled. The pacemaker remains in service and no adverse patient effects were reported.